Event description:
It was reported that the ilet user residing in a nursing home repeatedly delivered dinner meal announcements because they believed the first did not register. After which blood glucose was 23 mg/dl and the user was placed on oxygen. The device was disconnected and later reconnected the next day. The issue was associated with improper procedure related to meal announcements. Symptoms included hypoglycemia and reported loss of consciousness. Outcomes included unexpected medical intervention with glucagon and oxygen. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed a usage problem associated with accidental meal announcements causing excessive insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.